Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-15071. The patient received two surgical leads (from different lots) at c2 as part of his scs system. It was reported, the patient requested to be reprogrammed, subsequent to bending over and hearing popping sounds. An sjm representative met with the patient and was unable to program the patient without producing rib stimulation. Several contacts on one of the patient's two cervical leads were invalid. Remaining contacts were valid, however effective stimulation was not able to be achieved. Surgical intervention will be taken at a later date to address this issue.